Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. While opening the package of suture, prior to use on the patient, the suture was found in the seal of the package. The device was not used on the patient and there were no adverse patient consequences.

Manufacturer narrative:
Conclusion: one open overwrap packet with one double arm dispensed suture and loose inside a petri dish was returned for evaluation. Upon visual evaluation, the heat transfer area of the overwrap packet was inspected and no marks evidence of suture was observed. The suture was found completely dispensed and loose and no marks were observed on the seal area.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.